Event description:
Follow-up was conducted and from the information obtained it was reported that the patient was seen since the call and that everything from that device check showed normal device function; all values looked good. It was noted that this patient was recently put in hospice care, and is believed that the patient may have been in and out of the hospital prior to this device check. The device remains in use, however the patient has health issues unrelated to function of the device and the physician is considering whether or not to turn patient's device off. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had an abrupt change in impedance. It was noted that the lead's thresholds and impedances have risen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead - 2003 (B)(6); 419378 implantable pacing lead - 2003 (B)(6). (B)(4).